Manufacturer narrative:
Continued e.1.: phone number: (B)(6), continued e.1.: postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "intracapsular rupture". Device remains implanted.